Manufacturer narrative:
Correction ¿intervention required¿ should not be selected.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. Product ID: 3387s-40, lot# va0935y, implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient experienced paresthesia in the area of the pulse generator in the right chest. The patient's device settings were reprogrammed and the electrode pairs adjusted to see if this would resolve the issue. At the patient's next visit the paresthesia was reported as resolved. Actions taken as a result of the event included reprogramming. The outcome was reported as resolved without sequelae.

Event description:
Additional information received from the healthcare professional reported that the date of onset was (B)(6) 2014.

Event description:
Additional information reported the event was not related to the stimulator and was instead related to the programming/stimulation.

Event description:
Additional information received from the healthcare professional reported that the date of onset was (B)(6) 2014.